Event description:
It was reported that 7 pen ndl 32g 4mm hp 100 box 1200 us were unable or difficult to prime during use. The following information was provided by the initial reporter: complaint 1 of 2. Consumer and spouse reported needle clog with approximately 60 pen needles. Consumer stated from 2 previous boxes she had about 53 pen needles that didn't release medication during priming. Discarded product boxes, no information on those boxes. Stated there was 7 pen needles from new box that did not release medication during priming. Stated on (B)(6) 2020 she had 4 pen needles alone that did not work. Lot # for new box: 0036254. Cat # 320550. Date of event: (B)(6) 2020.

Manufacturer narrative:
The following information has been updated/corrected: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on?: 2020-11-18. H.3. Device return to manufacturer?: yes. H.3. Device eval by manufacturer?: yes. H.6.method codes: 10, 3331. H.6. Result codes: 114, 115. H.6. Conclusion codes: 19. H.6 investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st. Related complaint for needle clog on lot # 0036254. Investigation summary: customer returned (86) used 32gx4mm bd pen needles without tear drop labels attached. Consumer reported that medication would not release during priming. All 86 returned pen needles were examined, and it was observed that 36 pen needles had bent non-patient end (npe) cannulas and 50 pen needles had broken npe cannulas. No evidence of manufacturing defect was observed. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 86 samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent, npe cannula broken). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent, npe cannula broken) complaints received for this device. And reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
(B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 0036254. A review of risk management document (B)(4) indicates that the potential risk of this specific reported incident (nano pro pen needle, needle clog) was captured and addressed investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 7 pen ndl 32g 4mm hp 100 box 1200 us were unable or difficult to prime during use. The following information was provided by the initial reporter: complaint 1 of 2. Consumer and spouse reported needle clog with approximately 60 pen needles. Consumer stated from 2 previous boxes she had about 53 pen needles that didn't release medication during priming. Discarded product boxes, no information on those boxes. Stated there was 7 pen needles from new box that did not release medication during priming. Stated on (B)(6) 2020 she had 4 pen needles alone that did not work. Lot # for new box: 0036254. Cat # 320550. Date of event: (B)(6) 2020.